Manufacturer narrative:
Follow-up #1: date of submission 01-may-2018 device evaluation: the device has been returned and evaluated by product analysis on 23-apr-2018 with the following findings: during investigation, there was moisture observed behind the display lens. The keypad was found to be intact; no damage was observed. The up arrow and ok keypad buttons were unresponsive during testing. The keypad cover was removed and no contamination or damage was found to the key¿s contacts. The pump was opened and moisture was found on the printed circuit board and the keypad connector. A leak test revealed a leak due to a pump case crack between lens bezel and case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; all keypad button under responsive and moisture behind the display, in the battery compartment and in the ir window. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.